Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 960783 lot j46m65 and no non-conformances / manufacturing irregularities were identified.

Event description:
On tuesday, (B)(6) 2023 at bryn mawr hospital in bryn mawr, pa, dr. Elected to revise the left knee of a patient who had the same knee revised at york hospital in york, pa on (B)(6) 2019. Patient had presented in clinic with a painful and effused left knee. Upon exposure to the joint space, dr. Debrided blackened tissue from the joint space. Upon flexing the knee dr. Removed the tc3 rp poly with a pair of rongeurs. Dr. Then removed the femoral component with a tamp as well as a femoral gripper and slap hammer. Upon explanting the femoral component a femoral augment fell off the construct but it was not broken in any manner. The 46 femoral stem was well fixed to the adapter but the adapter itself was loose on the back of the sz4 left tc3 femoral component. Dr. Was able to unscrew the femoral stem from the adapter with his hands. Cement had encapsulated the entire back of the femur, sleeve, adapter and part of the femoral stem. Dr. Also found sutures in the medial condyle region of the femur suggesting a mcl repair. Dr. Tested the tibia and was satisfied that it was well fixed and elected to leave the construct implanted. After removing all the cement from the femur, dr. Prepped the femur for a srom construct along with a competitor¿s cone. He then trialed the new construct, found it to be well balanced and stable. He then asked for the real components, built them on the back table, and cemented them into he femur. Dr. Then elected to implant a patella as the patient¿s native patella had not been resurfaced. No instruments broke during surgery. No fractures occurred during surgery. There were no unplanned time extensions. Doi: (B)(6) 2019. Dor: (B)(6) 2023. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.